Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 37x92 mm diameter saccular thoracic aortic aneurysm (zone 4). The proximal and distal neck diameter was 27 mm. There was mild thrombus in the proximal and distal neck area. At the 30 day follow-up the aneurysm diameter was 37 mm in diameter. At the 12 and 24 month follow-up the aneurysm diameter was 39 mm in diameter. At the 36 month follow-up the aneurysm diameter was 47 mm in diameter. The physician stated that there was a type ia endoleak and type ib endoleak observed by a CT. The continuous monitoring after that indicated that the endoleaks had remained. Two years later at the 48 month follow-up the aneurysm diameter was 60 mm in diameter. It was reported that another manufacturer's stent grafts were implanted on the proximal and distal end of the talent stent grafts respectively. The type ia endoleak still persisted after the intervention. The type ib endoleak resolved eventually. It was reported that the patient died approximately two weeks later. The physician's comment was the exact cause of death cannot be determined however it may be related to the unresolved type ia endoleaks resulting in a rupturing of the thoracic aneurysm. No further information is available as the event occurred at another hospital. Therefore, the cause remains unknown, and the causal relationship between the death and the device or the procedure was assessed as unknown by the physician.